Event description:
It was reported that near the end of a da vinci prostatectomy surgical procedure, during suturing, a piece of the tip of the large needle driver instrument broke off and fell into the patient. The broken piece was removed causing approximately a two minute delay. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the carbide insert has detached from one of the grips, the detached insert was returned with the instrument. The brazing surface of the grip does not have full area coverage of the filler metal. The insert brazing surface has almost no traces of filler metal and is discolored at the center, indicating the absence of filler metal. It was concluded that the grip was inadequately brazed during manufacturing leading to shearing failure during suturing. No other damage was found.